Event description:
It was reported to us that the heating element got really hot and when the user looked, it had burned through the fabric. There was no injury reported as the result of this incident.